Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the bag broke again.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon visual examination, it was noted that the bag was completely detached from the ring and was not cinched and still folded. There was a tear at the bottom of the bag. The tear was not along the seam. The pull ring was set in the handle. There was bag remnant on the metal ring. The black shrink tube was intact on the ring. The plunger and metal ring advanced and retracted properly. The bag was manually cinched without difficulty. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend for detached bag complaints. These conditions suggest that the gold ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. Replication of these conditions may occur if instead, the plunger is retracted after bag deployment, causing bag detachment. Replication of the tear along the sides of the bag may occur if the bag is brought into contact with a sharp object. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.